Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lensevent problem:(B)(4):results - visual inspection of the returned product found the lens stuck in a non-staar cartridge. The cartridge tip was damaged. Conclusions - based on the complaint history and the evaluation of the returned product, a likely cause of the event is due to the off-label use of the cartridge with this model lens. (B)(4)

Event description:
The facility returned a cq2015a collamer aspheric three piece lens to the manufacturer stuck in a cartridge. The facility reported the implant had failed. The cartridge used has not been approved by the manufacturer for use with this lens and is off-label use. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.